Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. This report is report is being submitted to correct the following fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a ventricular arrhythmia for which a shock was delivered, but afterwards the patients presenting rhythm was small. Technical services (ts) was consulted and discussed stored data, with ts unable to determine if the patients ventricular arrhythmia had been successfully converted based on available data. A defibrillation threshold (dft) test was performed and it was unsuccessful. X-ray imaging was performed and it was discovered this rv lead had become dislodged so a revision was performed and the dft performed during the revision was successful. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a ventricular arrhythmia for which a shock was delivered, but afterwards the patients presenting rhythm was small. Technical services (ts) was consulted and discussed stored data, with tts unable to determine if the patients ventricular arrhythmia had been successfully converted based on available data. A defibrillation threshold (dft) test was performed and it was unsuccessful. X-ray imaging was performed and it was discovered this rv lead had become dislodged so a revision was performed and the dft performed during the revision was successful. This device remains in service. No additional adverse patient effects were reported.